Event description:
The customer reported having unexplained high blood glucose of 222mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Ran a fixed prime test and the insulin did exit. The customer called after receiving the tubing clamp and the high pressure test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to loose drive support disk. The insulin pump passed the rewind, basic occlusion, occlusion, excessive no delivery and displacement tests. Missing end cap sticker.